Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve was received loaded in the capsule of the delivery catheter system (dcs). The dcs was received with the capsule mostly closed and the end cap/screw gear snap fit connected. The handle appeared intact. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. There was no damage noticed on the threading of the screw gear. Voids were observed along the proximal end of the capsule. A break was observed in the capsule nitinol reinforcing frame near the proximal end of the capsule. The separation site was jagged and uneven. The valve could not be removed from the dcs. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the reported event indicates that the valve was recaptured twice due to sub-optimal positioning. Recapturing is a feature of the evolut r system that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. There is no information to suggest a device quality deficiency that may have caused or contributed to the positioning difficulty, but the cause could not be conclusively determined with the available evidence. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. The reported event indicates that, on the third deployment attempt, as the handle was turned the capsule did not retract. Photos were submitted by the account confirming that a capsule separation occurred. The dcs was returned to medtronic for analysis. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy or if the valve was misloaded. A break was observed near the proximal end of the capsule frame. There was no other evidence of damage observed on the subject dcs. Procedural films were received for review. The films confirm the valve load was a good load. The cine review memo is attached to this complaint file. Capsule separation occurs due to excessive compressive forces applied to the capsule. This excessive compressive force can occur when the valve is loaded incorrectly. However, the fluoroscopic load check images submitted for review confirm that the valve was correctly loaded onto the dcs. The compressive force on the system, which can cause a capsule to break, is a cumulative effect that may be increased by factors such as tortuous anatomy. However, the cause of the capsule separation could not be conclusively determined with the information available. A device history record (DHR) review was performed on the dcs and there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. There was no information to suggest a device quality deficiency that may have caused or contributed to this event, but a conclusive root cause could not be determined at this time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device has been returned but the analysis is not complete. Conclusion: the investigation is in progress. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of the transcatheter bioprosthetic valve, after the loading was verified with fluoroscopy, the valve was recaptured twice due to low positioning. Upon the third deployment attempt, the handle of the delivery catheter system (dcs) was turning and the capsule was not retracting. The release handle moved back over the rumble strip, but the handle had moved to the bottom of the frame at the flared portion on the capsule. The system was withdrawn from the patient. Another valve and dcs were used to complete the procedure. No adverse patient effects were reported.